Manufacturer narrative:
A couple of photos were shared by the customer, where a 0.2 filter micron is observed, this filter is not part of the item #mc33197 configuration. However, no visible leaks are observed, just some white section at the filter bond. The customer's complaint of leaks cannot be confirmed based on the photos shared by the customer. Without the return of the used sample, a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history record could not be reviewed because the lot number for this complaint was unknown.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The complaint/event occurred on an unspecified date and involved a 72" (183 cm) appx 0.45 ml, smallbore ext set w/microclave® clear, clamp, rotating luer. The customer reported that the patient was receiving thiotepa via syringe. The physician assistant (pa) noted that patient had fluid just above his diaper soaking a portion of his shirt. Assuming it was urine, the pa changed patient and notified the nurse. The nurse then assessed the lines and identified that one of the intravenous lines was leaking during the infusion. The add-on 0.2 micron filter was securely connected at the end of the thiotepa line, however, it was dripping. The patient and bed were cleaned. The filter was replaced and thiotepa began to infuse well. The staff md was notified and the dose was subsequently increased given it was uncertain how much of the chemotherapy the patient ended up receiving. There was no harm as a result of this event.